Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information; however, there has been no response from initial reporter. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the xtra silent nite. The patient experienced reaction in the lips and cheeks area. This is the 1st of 2 reported complaints for the same patient. Please refer to 3011649314-2018-00066 ((B)(4)) for the 2nd complaint.

Manufacturer narrative:
The device was returned and evaluated for physical structure. The device was returned complete, the returned device included both the upper and lower tray. The device was manufactured per patient's prescription (rx). A visual inspection was performed and found the device had a slight yellowish tint, there was no roughness, the edges and surface were smooth. There were no visible abnormalities, the trays appeared to be very clean and in good condition. A review of the material lot was performed and found no non-conformances. A series of biocompatibility test were performed on a similar thermoformed mouth guard, and it was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed, and no evidence of the test article causing delay dermal contact. The incident is being monitored, tracked, and trended.